Event description:
Customer reported a cracked and unresponsive touchscreen on their pump, preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup insulin therapy and was instructed to return the damaged pump using a prepaid label. A replacement pump was arranged by customer technical support.